Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller tried charging the patient's implantable neurostimulator (ins) this morning for about 1.5 hours and then they tried to charge again in the afternoon for about an hour. The caller indicated that they normally charge once a week and today the charging was more difficult than what they typically experience. The caller described the recharger with the first 25% quartile of the ins battery indicator blinking and the coupling bars were all filled in. The caller indicated that they did see the coupling bars drop to have only 6 filled in prior to calling. The issue was not resolved through troubleshooting. Technical services (ts) reviewed information about recharging and suggested that they continue to charge the ins.